Event description:
It was reported that a patient's implantable cardioverter defibrillator exhibited excessive discharge of battery. No further information has been provided.

Event description:
New information notes that the procedure occurred at st luke¿s regional, and the event was resolved by craig jelsovski, rn . The patient will continue to be monitored.

Event description:
New information received notes the implantable cardioverter defibrillator (ICD) was explanted and replaced on (B)(6) 2022. The patient was in stable condition.

Manufacturer narrative:
The reported field event of premature battery depletion was confirmed by analysis. The device was at elective replacement indicator (eri) when received. A longevity calculation was performed based upon programmed settings and usage data. The calculations showed the battery was depleted prematurely. Electrical testing revealed that the premature depletion was caused by high current draw in the integrated circuit. The cause of the high input current was found to be an integrated circuit anomaly.